Event description:
Unomedical reference number (B)(4). Event occurred in switzerland. It was reported that patient faced infusion set leakage event on (B)(6) 2024. The blood glucose level was over 25mmol/l. No further information available.